Event description:
It was reported that this implantable cardioverter defibrillator (ICD)'s remaining longevity was noted to be 6.5 years, but the physician observed an increased charge time of 14.6 seconds. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, this ICD remains implanted and in-service. The patient was stable with no adverse effects reported.